Manufacturer narrative:
B4:11may2021. The biomedical engineer reported that replacing the v60 speakers has resolved the problem.

Manufacturer narrative:
No product has been returned for evaluation.

Event description:
It was reported that the v60 ventilator provided a primary alarm failure during service. No patient involvement reported.